Manufacturer narrative:
Product event summary: it was reported that the batteries would discharge at the same time. Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries met specifications; the units passed visual examination and functional testing. Log file analysis revealed that the batteries discharged as expected when in use. However, instances of premature power switching events due to communication errors were observed involving (B)(4) and (B)(4). This was most likely perceived by the patient as the reported simultaneous draining of the batteries. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. An internal investigation investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery /(B)(4)/ model #: 1650de / expiration date: 2016-01-31. (B)(4). Yes, return date: 2015-08-25. Mfg date: 2015-01-31. Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-01-31. (B)(4). Yes, return date: 2015-08-25. Mfg date: 2015-01-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2016-01-31. (B)(4). Yes, return date: 2015-08-25. Mfg date: 2015-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that batteries were drawn in parallel. Four batteries were exchanged. No patient complications have been reported as a result of this event.